Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 75 previously reported events are included in this follow-up record.   Product return status 72 devices were received. 3 devices were not available for evaluation.   Event confirmation status 72 reported events were confirmed; the cause traced to component failure. Evaluation results 72 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 75 </noe> malfunction events in which the device had paint chips missing. 75 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 75 events were reported for this quarter. Product return status: 73 devices were received. 2 devices were not available for evaluation. Evaluation status: confirmed. 69 reported events were confirmed during testing. 69 devices were found to be affected by missing paint chips. In progress: 4 device evaluations are in progress. Additional information: 75 devices were not labeled for single-use. 75 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 75 </noe> malfunction events in which the device had paint chips missing. 75 events had no patient involvement; no patient impact.